Event description:
During the routine follow up two months after implantation, the ICD unit involved in this MDR report could not be interrogated. However, it could have been completely re-initialized with an engineering software; therefore, the device is kept implanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside of the united states. The device remains implanted. Analysis of follow up data is pending.